Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and urethral hypermobility. Following insertion, the patient experienced chronic pelvic and vaginal area pain, vaginal and bladder infections, mesh erosion, vaginal bleeding, excruciatingly painful intercourse, urine leakage, vaginal discharge, pain in legs requiring physical therapy and physical pain. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to pain and suffering. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 07/18/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.